Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently requested a 200 unit bolus instead of a 20 unit bolus. Reportedly, the bolus was not delivered. Subsequently, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the pump time and resumed insulin therapy. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose ranged from 188- 219 mg/dl.